Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above over 600 mg/dl. Customer¿s other blood glucose level was 570 mg/dl. Customer experienced symptoms such as thirst. Customer performed high pressure test and insulin pump passed the test. Customer states insulin pump had bent cannula. The product will not be returned for analysis.